Event description:
The graft was implanted in the left upper arm for arterio-venous access following occlusion of an arterio-venous fistula resulting from vein sclerosis. Three days later, the pt presented with a baseball size swelling over the graft. Exploration revealed a weeping graft. The graft was removed. Another graft (unknown type) was implanted. However, it also leaked. This graft was not removed; a covered stent was placed inside this graft. The pt tolerated the procedure well. The weeping graft will be returned for examination.

Manufacturer narrative:
The investigation into this event is currently in process - not completed at this time. The mfg records were reviewed. The review of the mfg and testing records verified that the lot met all pre-release specs. All grafts contained in this passed the water entry pressure test requirements.